Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. There was no pitch cable damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable is starting to shred on the mega needle driver. This was noticed in sterile processing when conducting visual inspection. The procedure was completed with no reported injury. Intuitive surgical (isi) followed up with the initial reporter and obtained the following additional information: there were no known issues related to the opening/closing of the instrument grips or the left/right motion of the grips, or up/down motion of the wrist. However, when asked if there were protruding cables that control the up/down motion of the wrist, the customer answered yes, that was visible upon inspection. No patient demographic information was provided.